Manufacturer narrative:
Complaint no: (B)(4). The hernia occurred on an unspecified date ¿about a year ago¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. On an unknown date the hernia was repaired as an outpatient surgery; however, the surgeon did not use " a mesh, so it came back". On an unknown date, the same year as receipt of this report, the hernia was repaired again (outpatient surgery) and this time the surgeon used a mesh. It was unknown if the hernia was present prior to pd therapy or if the hernia worsened by pd therapy. At the time of this report, the patient was recovering from this hernia event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not returned, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.